Event description:
Additional information reported that the patient started showing signs of withdrawal on (B)(6) 2012 that increased in severity (nausea and increased muscle spasms) through (B)(6) 2012. A catheter issue was suspected. Anterior/posterior and lateral spine films were performed and results were normal. A 50mg bolus of baclofen was given on (B)(6) 2012 and then the patient's h-reflexes were watched. Four hours later, the h-reflexes were extremely elevated which indicated a catheter issue. On (B)(6) 2012, the patient had a complete catheter revision due to an occlusion. The patient recovered and was doing fine with no issues at the time of the report.

Manufacturer narrative:
(B)(4). Catheter (B)(4), explanted: 2012 (B)(6).

Manufacturer narrative:
(B)(4).

Event description:
Withdrawal was reported. The patient presented to the emergency room with symptoms of pruritus and generalized muscle spasm. It was noted that the reporter had limited knowledge of the pump and had no programmer available to interrogate the pump. The pump was used to deliver baclofen. Additional information has been requested; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Catheter: model # 8709, lot # 8709, implanted on: (B)(6) 2006, explanted on: unknown. (B)(4).